Manufacturer narrative:
The device was returned for analysis. Entrapment cannot be confirmed as it is related to the case circumstances and cannot be replicated in a lab environment, however, the difficulty to release the suture from the bearing was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the reported information and returned device analysis the cause of the difficulties cannot be determined. The subsequent treatments appear to be related to the circumstances of the procedure. In this case, there was a material in the suture bearing preventing release of the suture, however, fourier transform infrared spectrometer (ftir) testing determined the material to be blood, and not suspected manufacturing material. Therefore, the difficulty may be related to a procedural circumstance where an interaction with tissue occurred; however, this cannot be confirmed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional balloon aortic valvuloplasty (bav) procedure via a 10f sheath. Reportedly, after deployment, the device could not be removed from the patient as the suture was stuck in the o-ring [suture bearing]. The suture was intentionally cut and the device was successfully removed from the patient. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to 14f and the bav procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.